Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (health professional inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to handling deviation from instructions for use. The event can be prevented by following the instructions for use which state: "gif/cf/pcf-290 series operation manual includes the detection way in chapter 3 preparation and inspection. Gif/cf/pcf-290 series operation manual includes the preventive measures in 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the light cover glasses were chipped and the adhesive was worn; the optical cover glasses were chipped and the adhesive was worn; the distal end cap was damaged; the distal end adhesive was lifting; the control body aspiration housing was worn; the control body air/water housing was worn; switch 1 was worn; the connector has excessive fluid leakage; the up/down/left/right knob had play and did not meet specification; and the up/down break was not holding. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the angulation on the evis lucera elite colonovideoscope was found to be loose. The subject device was not used in a clinical procedure, and there were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that remnants of white crystallized foreign material (simethicone) were found within the auxiliary channel due to insufficient cleaning. This report is to capture the reportable malfunction of the white foreign material in the scope noted at estimation.